Event description:
Device issue: failure to deploy - foot. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, resistance was felt during foot deployment, and the foot could not be deployed. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). (B)(4). The device was received. Investigation is not complete.